Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, an occlusion alarm occurred. Customer's blood glucose was elevated, however, a specific value was not provided. Although requested, the customer declined troubleshooting. Reportedly the customer reverted to manual injections for insulin therapy.